Event description:
Ous MDR - regular follow up was done on (B)(6) 2012 without problem. During follow up on (B)(6) 2012, interrogation could not be done. Led on pgh did not light and could not even get magnet rate when placing pgh on echos dr. This device was selected from implant list of programmer menu. However, it could not interrogate or perform a memory dump. The same symptom appeared even changing to another programmer. It is currently running at 70 ppm, ap-vp on electrocardiogram. This is all of the available information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On (B)(4) 2013, we were informed this device had been returned for analysis and an explant date was provided. Upon receipt, the device was visual inspected revealing scratches on the pacemaker housing. Furthermore, it was noticed that the sealing plugs as well as the set screws were removed from the header. It is assumed that a sharp metal tool was used to remove the sealing plugs. This assumption is supported by the fact that scratches were found on the terminal block. Was confirmed, the pacemaker was not interrogatable. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless. The pacemaker was pacing in vdd mode with a pacing frequency of 62.5 ppm although the device was programmed to 70 ppm. This indicates that the battery status was eri most likely caused by cold temperature environmental conditions such as storage or transport after the explantation. Based on the complaint description and incoming tests it was conceivable that the magnetic switch did not work properly without affecting the therapy functionality. Therefore, x-ray microscope images were performed to investigate if the magnetic switch closes when a magnet will be applied on the pacemaker. The x-ray investigation revealed that the magnetic switch was closing as expected. Additionally, a further pacemaker was used to compare the magnetic switch behaviour. No deviations were observed during x-ray analysis. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. The current consumption was as expected. Further investigations revealed that the magnetic switch closed mechanically, but did not close the electrical circuit as expected. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damage of the magnetic switch. The manufacturing records document a flawless device production. It is therefore assumed,that the damage occurred after the device shipment, however the date of occurrence was not determinable. The therapy functionality was not compromised.